Event description:
Per the clinic, the patient sustained a head trauma and developed hematoma, skin breakdown, infection and wound dehiscence, leading to the extrusion of the device. The patient was treated with oral and topical antibiotics (date and duration not reported). The patient also underwent wound revisions twice (date not reported) which demonstrated satisfactory healing. However, the patient missed multiple appointments and presented with purulent drainage from the ear. Subsequently, the device was explanted on (B)(6) 2026.